Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
An end-user notified koru medical on 31-aug-2024 of a syringe ejection event which occurred on 30-aug-2024. The end-user stated the syringe ejected from the pump during setup. No adverse events were reported to have occurred as a result of the event. No further details provided at the time of the report. The koru medical science liaison is currently following up with this user for additional information surrounding the event and pump details. No further information is known at this time. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.